Event description:
It was reported that a transmitter failed error occurred on for transmitter (B)(6). However, transmitter (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Test transmitter voltage was performed and failed due to 0 v. A review of the share logs was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause was root cause cannot be determined-post investigation. The reported event of transmitter failed error is reportable based on a fatal transmitter error was found. No injury or medical intervention was reported.

Manufacturer narrative:
Com-(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.